Event description:
During post-implant procedure device programming for the patient¿s trial with an evoke spinal cord stimulator (scs) system, the patient reported experiencing weakness, numbness in the legs and an epidural hematoma. The leads were removed, the patient was sent to the emergency room and admitted to the hospital.